Event description:
The customer reported that the device locked while on tissue during a hysteroscopy. The device was removed with no tissue damage, but no further info as to how the device was removed was made available by the site. There was no pt injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device had tissue between them and were stuck shut. The webbing also contained tissue. The knife was trapped and contained within the jaws. This situation can occur when the knife blade is extended and the jaws are not completely closed. This allows the knife blade to move out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.